Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem 'faulty occlusion sensor' was not reproduced. Evaluation inspected the device with downstream occlusion testing and the device passed, however the downstream pressure reading is out of specification. The upstream occlusion testing was performed and device passed. No device component was found failing related to upstream occlusion. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms. However, the event history log cannot confirm if the alarms were true of false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream pressure reading being out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had faulty occlusion sensor found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.